Event description:
The paramedics were called because family member went into a diabetic coma. Pt tested with the freestyle meter right after the paramedics treated pt, family member receiving a reading of 183 mg/dl. The treatment given to customer was not captured from the caller.